Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the that the relion insulin syringe hub separated from the device. The following information was provided by the initial reporter: "relion consumer reported, when she removed needle shield, needle hub separated .1 syringe affected."

Event description:
It was reported that the that the relion insulin syringe hub separated from the device. The following information was provided by the initial reporter: "relion consumer reported, when she removed needle shield, needle hub separated.1 syringe affected".

Manufacturer narrative:
H.6. Investigation: customer returned (2) 0.5ml insulin syringes from lot# 1298598. The customer reported that when she removed the needle shield the needle hub separated. The returned samples were examined, and it was observed that the needle hub/shield assembly from 1 of the syringes was detached from the barrel. No damage to the respective barrel tip was observed. The other returned sample did not feature hub separation, and the cannula shield was able to be removed properly. A review of the device history record was completed for batch# 1298598. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. CAPA#1630423 has been opened to address this issue. No root cause can be determined h3 other text : see h.10.